Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported the hospitalization for high blood glucose. The blood glucose reading at the time of the event was over 550 mg/dl. Customer felt lethargic and clammy; started to have asthma attack. Hospital treated with IV drip. Nothing further reported.